Event description:
Healthcare professional reported right sided intracapsular rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation: rupture.

Manufacturer narrative:
Information contained in this report was previously submitted via emdr manufacturer report number 9617229-2023-03197. All information has been consolidated into this report.

Event description:
Healthcare professional reported the right implant was grossly ruptured and exchange from textured to smooth due to patient's concern with the product. The patient underwent a capsulotomy. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, b6, d6b, h6 visual analysis of the photographs identified: -rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported the right implant was grossly ruptured. The patient underwent a capsulotomy and the device has been explanted and replaced.